Event description:
It was reported that chronic noise and oversensing was observed on the atrial lead. The atrial lead was capped (B)(6) 2022 and replaced successfully. The patient tolerated the procedure well and did not experience any adverse events. The patient was discharge home on the same day as the procedure.